Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty closing the foot, difficulty removing the device and loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the prostyle device was then pulled a little harder and was removed from artery. However, the guide wire was also removed from artery and the access to the artery was lost. It should be noted that the prostyle instructions for use, do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The reported loss of arterial access was related to the device removed prior to regaining access with the guide wire. The removal attempt against resistance and loss of arterial access appears to be circumstantial due to the difficulties experienced. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is possible that tissue or suture was caught in the foot and contributed to the reported difficulty retracting the foot and subsequent difficulty removing the device. The reported loss of arterial access was related to the device removed prior to regaining access with the guide wire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, there was no thread [suture] on the needle when the plunger of the second prostyle device was removed. The suture of a third prostyle device was successfully pre-placed; however, resistance was noted during removal of the prostyle device from the anatomy. The lever was lowered prior to removal of the third prostyle device but the foot would not retract. The lever was raised and lowered several times. The prostyle device was then pulled a little harder and was removed from artery. No vessel damage occurred. The device was removed as a single unit, with no device separations noted. During the removal of the third prostyle, the guide wire was unfortunately removed. The knots of the first and third pre-placed prostyle sutures were successfully advanced and hemostasis was achieved. As access to the artery was lost, the groin was surgically opened to perform the tavi procedure. The physician started as if from the beginning of the procedure but from the surgical access. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.